Event description:
During a f/u on (B)(6) 2011, the device was found in standby mode. Preliminary analysis showed the device was re-initialized and a normal f/u could be performed. Reportedly, the pt had radiotherapy treatment for prostate cancer (dates of this treatment are unk).

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.